Event description:
It was reported that during a da vinci s prostatectomy procedure the plastic portion near the tip of the maryland bipolar forceps instrument was burnt when the bipolar energy was first activated. The instrument was removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed an arc track and melted materials at the grip base on the yaw pulleys, indicating that an arcing event occurred. Both conductor wires remained inside the yaw pulley and the grip cables were frayed.